Event description:
Ems reported patient received therapeutic shock at patient's home. Patient indicated that they heard system shock alert and attempted tp remove battery and did not press the therapy divert button . Patient was shocked 3 times. Ems confirmed patient was being monitored on an EKG devices . Patient will be transported to hospital ER for further medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.